Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone, bupivacaine, and clonidine at unknown concentration and doses via an implantable infusion pump. The indication for use was noted as malignant pain and spine/back. It was reported the patient experienced worsening pain. Diagnostics on (B)(6) 2014 gave results of a low reservoir alarm occurred. The patient missed his pump refill secondary to hospitalization and transportation constraints. The low reservoir alarm had occurred. The intervention included refilling the pump on (B)(6) 2014. The outcome of the event was noted as resolved without sequelae (B)(6) 2014. The etiology of the event was noted as related to the device or therapy, not related to the implant procedure, and related to the drugs hydromorphone, bupivacaine, and clonidine with the drug action that caused the event noted as low pump reservoir.